Event description:
The hospital reported that during a diagnostic colonoscopy the image froze, and the physician was unable to unfreeze the image. The physician withdraw the colonscope from the patient, and used a different colonoscope to finish the procedure. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. The scope was tested according to established quality standards and the alleged failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience. If any additional significant information becomes available, a supplemental report will follow.